Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving hy dromorphone (9.5mg/ml at 7.7746mg/day), fentanyl (2000mcg/ml at 1636.8mcg/day), and bupivacaine (19mg/ml at 15.549mg/day) via an implantable infusion pump for non-malignant pain and post-laminectomy pain. It was reported that they were doing a routine pump replacement for elective replacement indicator (eri). The patient stated they were getting relief of chronic pain with their pump. As they opened the pump pocket, the hcp noticed the catheter had microfractures near the sutureless pump connector as well as immediately past the distal collet. The hcp wanted to replace the pump segment of the catheter and sent it back to the manufacturer for analysis. The hcp kept the patient's dosing the same as they felt the patient was still getting the drug. They pulled out 9ml from the old pump when they expected 6ml, which was in specification and did not raise concerns. There were no environmental, external, or patient factors of note. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-feb-2016, UDI#: (B)(4) h3: the catheter and pump were received 2026-apr-28, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.